Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was broken. The patient was getting a lumbar MRI that was unrelated to the device. The device was reported as not active/not working. It was stated it¿s been a while since the device had been working, and the patient did not know how to charge it. The ins had depleted. It was reported the patient was in extreme pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.